Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a video of the sample was provided for evaluation. The video was reviewed and showed the detent on the twist clamp was not fully aligned to the notch of the main body. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue that occurred during the milling process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was unable to be closed. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.